Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing. During testing the device was found to function as specified with no alarms. The device passed all functional testing. The reported issue was not confirmed.

Event description:
Information was received indicating that a smiths medical pump presented with a double beep and no cassette. There was no patient present at the time of the event. There were no reported adverse events.